Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported scarring under her breast and sides. The patient also reported permanent indentations and discoloration. The patient reported her skin was brown with some white spots. The patient reported the irritation could be due to her body type. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to a nurse about the irritation but there is no indication that the patient received medical intervention. The patient reported the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
Us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported scarring under her breast and sides. The patient also reported permanent indentations and discoloration. The patient reported her skin was brown with some white spots. The patient reported the irritation could be due to her body type. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to a nurse about the irritation but there is no indication that the patient received medical intervention. The patient reported the irritation improved. Supplemental report 9/16/2021: submitting report to correct section g4.